Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. Capacitor c655 on the computer/analog board was thermally damaged, which resulted in no output to turn on the monitor ECG circuitry. The cause for the thermal damage to c655 was a defective u612 inverting charge pump. The root cause for the defective u612 inverting charge pump could not be positively identified. No adverse event resulted form the defective monitor.